Manufacturer narrative:
(B)(4). Batch # t92m2n. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired, therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. Event could not be confirmed due to the returned condition of the device. In addition, a photo and video were received for review. Upon visual inspection of one photo and one video, the following was observed: the photo shows three clips from top view. One clip can be seen in u-form and the next to two clips can be seen not properly formed. The video shows tissue handling by surgical instrument and at the 00:18 mark, the tissue is placed between the jaws and a clip was noted to fall out that appears to be formed, can be seen loose next to firing. At the 00:21 mark, the tissue is placed between the jaws of device and a clip falls out of device in "u-form." The tissue is cut and bleeding was noted. A clip was placed in this area, but more bleeding was noted. A second clip was laid, and this stopped the bleeding. Based on the video and photo review, the event described was confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not clipping well on the cystic artery "for few trials," which caused bleeding, tear, and tension of artery. Tried to clip a few times but failed. Surgeon asked scrub nurse to open another new el5ml and surgery was successfully completed. There was no patient consequence (no patient injury was reported based on conversation with operating theater sister and surgeon).